Manufacturer narrative:
Clarification d.1, d.2a, d.2b, d.4: device information is unknown at this time. Device info has defaulted to a saline device. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade unknown.

Event description:
Regulatory agency reported on behalf of patient a left side "increasing breast hardening and deformation, as well as pain," capsular contracture baker grade unknown. Device has been explanted.

Event description:
Healthcare professional reported there is no adverse event for the left side per product field notes (pfn) received.. The event of capsular contracture is no longer reportable to the FDA.

Manufacturer narrative:
Healthcare professional reported there is no adverse event for the left side per product field notes (pfn) received. The event of capsular contracture is no longer reportable to the FDA. Additional, corrected and/or changed data: b.2, b.5, h.6.